Event description:
Subject is a status post repair of an incarcerated ventral hernia with biologic mesh strattice and an appendectomy on (B)(6) 2013. The subject had a diagnosed uti while hospitalized and was discharged on antibiotics on (B)(6) 2013. The subject went to the ER on (B)(6) 2013 after bloody drainage from the abdominal incision. The subject was transferred and admitted to the hospital and started on IV antibiotics. The subject was discharged on (B)(6) 2013. The subject came back to the ER on (B)(6) 2013 with complaints of fever and increased abdominal pain and was readmitted.